Event description:
Same case as MFR report #: 2134265-2010-04321. Taxus liberte (B)(6) study. It was reported that following a coronary artery stenting treatment procedure that the patient experienced angina. The index procedure treated a 3.0x40mm, 90% stenosed lesion of the proximal circumflex (cx). Treatment consisted of overlapping taxus liberte stents (3.0x16mm and 2.75x28mm) and post dilation resulting in 0% residual stenosis with timi 3 flow maintained throughout the procedure. The patient remained hospitalized post procedure for warfarin control due to atrial fibrillation and was discharged eight days post procedure on aspirin, clopidogrel, and warfarin. In (B)(6) 2010, the patient experienced angina and angiography was performed. In (B)(6) 2010, the patient underwent reintervention of a 2.5x15mm, 90% stenosed lesion in the proximal cx. Treatment consisted of placement of another manufacturer's drug eluting stent resulting in 0% residual stenosis. Timi 3 flow was maintained throughout the procedure. The event was resolved and the patient was discharged three days post procedure.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)